Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D2b: additional device product codes: ktt, hrs. H3, h4, h6: the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the threads of the screw were found torn, with a fragment of the thread still attached to the screw. No other damages were observed. The confirmed torn thread on the screws may have been caused by exposure to unintended forces during the surgery, potentially indicating improper handling or excessive force applied during the screw insertion process. Further investigation into the surgical technique and environmental factors during the procedure is recommended to rule out external influences. With the available information, it is not possible to establish a root cause for the failure of the device. A dimensional inspection was not performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the cortscr ø4.5 self-tap l30 ti would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review (DHR): sterile part: 414.830s. Sterile lot no: 9l67072. Release to warehouse date: 02 aug 2022. Expiry date: 01 aug 2032. Manufacturing site: werk selzach. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device product code: 414.830. Lot no :817p661. It was electronically reviewed and no nonconformance's / manufacturing irregularities were identified during the manufacturing process. The product was released on: 13-may-2022. Manufacturing site: jabil grenchen. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent an open reduction/internal fixation surgery for a fracture of the proximal end of the tibia. During insertion of the screw in question, a burr-like object was generated. Since it was not known whether the burr-like object was generated from the plate or the screw, another screw was inserted. The surgery was completed successfully with no delay. The surgeon¿s opinion was that the plate and screw rubbed against each other, which generated the burr-like object. The surgeon confirmed by x-ray that there were no pieces left in the patient. The surgery was completed without any problems with implant fixation due to the use of an alternative. The patient outcome was reported to be stable. This report involves one 4.5mm ti cortex screw self-tapping 30mm. This is report 2 of 2 for (B)(4).